Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon device interrogation, the right atrial lead exhibited high capture threshold and far r oversensing. Lead dislodgement was suspected and confirmed with chest x-ray. No intervention was performed. The patient was stable.

Event description:
New information received on (B)(4) 2018 indicating that the patient presented for lead revision procedure (B)(6) 2018 and the lead was repositioned successfully. The patient was stable throughout the procedure.